Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got damaged and also buttons were not responding or stuck. The customer¿s blood glucose level was unknown. The customer stated crack around the base of the insulin pump around the threads of the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened up buttons dome switch. No unlocked lcd keypad connector noted. No unexpected numbers ramping during testing. Device had cracked battery tube threads, broken belt clip slot.